Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that there was an anomaly with the sensor needle when the customer removed the needle guide. Customer's blood glucose not known. Nothing further reported.